Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number through the photos provided.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional confirmed right side capsular contracture, baker grade iii and rupture was found during the explant surgery. Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional confirmed right side capsular contracture, baker grade iii and rupture was found during the explant surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.